Manufacturer narrative:
X-ray exams, dated 1/8/97, were received on 1/16/97. The MFR had the x-rays reviewed by an interventional radiologist who interpreted the films as follows: "a digital subtraction and unsubtracted image from a right port-a-cath check is submitted for interpretation. The single lumen port is located over the right anterior chest. The catheter is in the subclavian vein and appears to enter the lumen of the vein medial to teh 1st rib. There is contrast exiting the catheter adjacent to its entry point into the vein. Contrast is also noted to track along the catheter in the soft tissues underneath the clavicle. Magnification photos of the explanted catheter demonstrate longitudinal and transverse tears within the catheter. These are presumably located at the site of extravasation. Review of history indicates that the catheter was implanted on 12/18/96 and explanted on 1/10/97. The site of fracture of this catheter is consistent with "pinch-off syndrome". Suspect that the venous puncture is actually well medial of the medial aspect of the 1st rib so that the catheter is subject to compression between the 1st rib and clavicle. The time course for this catheter fracture is somewhat accelerated and suggests that, in addition to a malpositioned catheter, there may have been a weakness in the catheter material itself." A review of the device history record was performe and did not identify any mfg variances in relation to this event. A trend analysis was performed on similar incidents involving this cat/lot number and has not identified any trends. The report of device leakage has been confirmed based on the evidence of a longitudinal slit in the device catheter. Based on the info available, and the results of co's investigation, themfr believes this event is attributableto device catheter placement and not due to a weakness in the device catheter. The device labelling contains warnings on device catheter placement. An article specific to pinch-off will be forwarded to the facility for their review. No further info is available. The MFR is now closing its file on this event.

Event description:
On 1/8/97, the physician contacted a MFR sales representative and reported that pt went to oncology office on 1/8/97 for hydration and woke up during the prescription, wet and with pain in the right shoulder. The pt was sent to radiology for a dye study which revealed a hole in the device catheter. Pt was scheduled for explant of device on 1/10/97. This is pt's second device/incident. The MFR sales representative discussed the issue of the device catheter and surgical technique being used with another facility physician, as well as with the implanting physician. The implanting physician feels that this problem is related to the device catheter and not to surgical technique. It was additionally stated that the MFR sales representative offered to go the the facility and provide assistance; however, the physician declined, stating that his partner was going to place the third device. The MFR sales representative suggested that the device not be implanted through the subclavian and be placed as laterally as possible; however, the physician is comfortable with subclavian placement. The MFR sales representative had also spoken with the nurses who stated that the pt had to be positioned to get the device to flow, sometimes by moving the pt's arm, etc. Another MFR's device was implanted on 1/10/97 for continued use in the pt's therapy. On 1/13/96, the MFR representative reported that x-rays are available for review. It was additionally stated that the physician does not believe that this event is a result of pinch-off syndrome. The physician believed the device catheter has a memory and that the damaged area is where the subclavian makes the turn and not at the junction of the clavicle and first rib. While obtaining the x-rays for this device, the MFR representative noted that there was no post-op x-ray taken following implant of the device. The x-rays and the device have been received for evaluation. Please see MFR# 1219454-1996-573 for add'l info on previous event.